Manufacturer narrative:
(B)(4). On 2015-11-30, a fsca was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. Since the issuance of the 2015-11-30 fsca, maquet has become aware of the possibility that the rinsing process for the high level disinfection with 5% chloramine-t may not adequately remove all residual disinfectant. Therefore maquet is putting the 2015-11-30 fsca on hold pending a resolution of this issue. In order to ensure the highest possible patient safety, maquet has decided to perform a further validation to ensure safety factors are challenged by the disinfection processes delineated in the corresponding ifus. This additional validation will challenge the disinfection process with real world, highly contaminated devices representing the worst case possible. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 showed a bacterial contamination (mycobacterium chimaera). Additional information: no patient involvement was reported. (B)(4).